Manufacturer narrative:
Technician found that the brake could not be set at the foot end of the bed as the brake pedal linkage was broken. Installed a brake / steer upgrade kit to resolve this issue. Bed was found in a storage area.

Event description:
Information received that the brake cannot be set at the foot end of the bed. No injury reported.